Event description:
The customer reported via phone call that the insulin pump was exposed to moisture and keypad was unresponsive. The customer¿s blood glucose level was unknown at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.